Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found dried serum on the tip clamps and tip clamp sleeves at positions 10, 11, and 12. The fse also found the tip clamp at position #1 had a bent prong. The fse replaced the tip clamp and cleaned the tip clamps sleeves. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.